Manufacturer narrative:
This event was reported for serious injury, as the patient was scheduled for surgery, but it was canceled for the time being. Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the device had no therapeutic effect from the time of implant. They developed three impedance issues on the right side and two on the left. They just found out about the impedance issues about two weeks ago. They were scheduled to have surgery on friday, but they called and canceled the surgery, because the doctor wanted to wait for the new implantable device was launched. They had not had much relief with either of their two implants. When they weren't having impedance issues they weren't getting therapy relief either. They were getting up every hour and 10 minutes to go to the bathroom. In a month it might have been twice when they didn't have to go to the bathroom for four hours. The results gradually decreased. They said they had 15% relief of symptoms when they didn't have impedance issues. They were voiding 20 times a day with the impedance issues. They said it was worse sitting in a car than standing up. They had pelvic floor therapy. They also had a hesitancy to go and could sit on the toilet for 15 minutes and not be able to go.